Event description:
The device was returned for disposal. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. Further testing found. No output and no telemetry conditions were the result of lifted hybrid bond wires. Other: trueisigma 300 drimplantable pulse generator. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure. Wire. No conclusion can be drawn.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. Further testing found the no output and no telemetry conditions were the result of lifted hybrid bond wires. Further information received indicates the device was functioning at the time of explant. Therefore the conclusion has been updated to reflect this.

Event description:
The device was returned for disposal. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.